Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) associated with the chordae entanglement appears to be due to procedural circumstances (unable to align clip with valve and difficult visualization) in conjunction with challenging patient anatomy (rotated heart). The reported difficult or delayed positioning (anatomy) associated with the difficulty aligning the clip with the valve was due to challenging patient anatomy (rotated heart) in conjunction with procedural circumstances (user technique of device steering). The reported image resolution poor was associated with difficult visualization due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report entrapment of device. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, a short restricted posterior leaflet, and a rotated heart. It was noted imaging was difficult throughout the procedure. One ntw clip was inserted and successfully implanted. It was then observed the steerable guide catheter (sgc) slipped back into the right atrium (ra). It was noted no tissue damage occurred. The sgc was inserted back into the left atrium (la). An nt clip was then inserted and advanced under the mitral valve. It was noted more a knob was needed for a higher trajectory to position the clip. During deployment, the clip became caught in the chordae and after troubleshooting was performed, it was unable to be removed. Although still attached to the chordae, the clip was able to grasp and be deployed on both leaflets, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.